Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to high impedances and thresholds. Separation on the lead at the device head. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt the lead was found cut 80 cm proximal to the lead tip. A distal lead fragment was received for analysis. The proximal lead fragment was found missing. The performance of the lead fragment was scrutinized including a visual analysis. Approximately 43 cm proximal to the lead tip the lead body was found squeezed and deformed. At this location the conductor coils leading to the distal and medial ring electrode were found fractured. This damage is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages like the cuts into the insulation 49 cm proximal to the lead tip most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.